Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: it may be noted there are currently two complaint files open for this patient, as it is unknown which of the two -120-ptx stents fractured: (B)(4) - fracture of ziv6-35-125-7.0-120-ptx stent of lot number c776221. (B)(4) - fracture of ziv6-35-125-7.0-120-ptx stent of lot number c777753. This investigation deals with (B)(4). The ziv6-35-125-7.0-120-ptx stent of lot number c776221 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document investigation was carried out. The patient had the following preexisting conditions: hypertension, diabetes, hypercholesterolemia & previous smoker. As stated by the originator in the complaint file, images are unavailable for evaluation. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It can be noted that according to clinical opinion received for a similar complaint "there are a number of potential risk factors that could result in stent fracture. To start with, the superficial femoral artery itself is subject to all sorts of forces ¿ bending, twisting, stretching, compressing, etc. Which can put stress on stents in this artery, resulting in fractured. Additional potential risk factors for stent fracture that have been identified or suggested include lesion length (longer lesions have greater risk), total occlusions, placement of stent close to a joint (hip or knee), overlapping of stents and calcification of the vessel..." (Ref. Att. Clinical input - stent fracture post implantation). However, due to the limited information provided, and lack of imaging available for review, a definite root cause of the stent fracture cannot be determined. It may be noted that according to packaging insert, stent strut fracture is a known potential adverse event associated with the placement of this device. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with the lot number c776221. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c776221. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. No intervention against this fracture was performed. The condition of the patient was unchanged. The risk associated with this complaint is risk category iii/low. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
On (B)(6) 2012 three ptx stents below were placed overlapped each other in the left sfa of a (B)(6) years old male patient. Ziv6-35-125-7.0-120-ptx, lot#c776221((B)(4)); ziv6-35-125-7.0-120-ptx, lot#c777753((B)(4)); ziv6-35-125-7.0-40-ptx, lot#c772908. On (B)(6) 2017 5 year follow-up was conducted. X ray imaging confirmed a fracture(type3) in the proximal part of one 120mm ptx stent. No intervention against this fracture was performed. As two devices are involved in this event a separate report has been submitted for each device. Refer also to report # 3001845648-2018-00029.